Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review was not performed since there is insufficient or unconfirmed product/event information.

Event description:
It was reported that during a da vinci assisted endometriosis resection surgical procedure, an iatrogenic vascular injury to the common iliac vein occurred. The event occurred while the surgeon was suturing the mesh strip to the ligament (sacropexy) and the needle hit the iliac vein. The surgeon believes the intra-operative complication occurred due to unclear anatomy. The injury was sutured and covered with a drape during the operation. The patient suffered no complications postoperatively and did not require a blood transfusion. No other medical interventions were required, and the patient did not have to stay in the hospital any longer due to the adverse event.